Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer states that there are more "logic board" issues that biomedical engineering has encountered. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the reported logic board issues was not confirmed and was not reproduced during laboratory testing. Laboratory testing showed the suspect pump module was delivering fluid within specification. Internal inspection of the suspect device did not identify any irregularities. The pump module error and event logs were downloaded to ascertain event details associated to the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information about the programming of the device and does not contain drug information. The profile in use was not identified as it resides on the pcu. The last infusion programmed on the suspect pump module was recorded on(B)(6) 2025, at 10:44 pm, a rate of 196.667ml/h with a volume to be infused of 295ml, the infusion was started. On (B)(6) 2025, at 12:15 am, the pump module alarmed ¿air-in-line¿, the user pressed restart and then updated the rate to 10ml/h and the vtbi to 0ml. At 12:17 am the infusion transitioned on schedule to keep vein open (kvo). At 12:18 am the user pressed channel off. The bd alaristm system with guardrails user manual v12.1 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported logic board issues was not determined or replicated. Laboratory testing showed the pump module was delivering fluid within specification. Note that this report lists imdrf annex a0709, c0201, d02, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer states that there are more "logic board" issues that biomedical engineering has encountered. There was no patient involvement.